Manufacturer narrative:
An instrument service history review of the alinity I processing module revealed no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding slip and fall since the reported incident. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with alnty I snsr wb did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformance or potential nonconformance. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or alnty I snsr wb was identified.

Event description:
The customer observed the alinity I processing module generated an instrument error message of 3604 diluted wash buffer transfer error and the buffer bottle had filled and was overflowing onto the floor. The floor was reported to be wet from the spill in front of the alinity I processing module. The customer was carrying a bucket of wash buffer to empty it at the sink and slipped and fell to her knees. The wash buffer splashed onto the skin of her face which she rinsed thoroughly with water. The buffer did not get into her eyes, nose, or mouth and was reported to be wearing personal protective equipment (ppe) which included eye protection and gloves. The customer went to the doctor to receive x rays and was found to have no broken bones; however, was reported to be very badly bruised. The customer was later released to return to work by employee health after the x rays were performed. No impact to patient management or further impact to user safety was reported.

Manufacturer narrative:
Section e1 phone number complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed the alinity I processing module generated an instrument error message of 3604 diluted wash buffer transfer error and the buffer bottle had filled and was overflowing onto the floor. The floor was reported to be wet from the spill in front of the alinity I processing module. The customer was carrying a bucket of wash buffer to empty it at the sink and slipped and fell to her knees. The wash buffer splashed onto the skin of her face which she rinsed thoroughly with water. The buffer did not get into her eyes, nose, or mouth and was reported to be wearing personal protective equipment (ppe) which included eye protection and gloves. The customer went to the doctor to receive x rays and was found to have no broken bones; however, was reported to be very badly bruised. The customer was later released to return to work by employee health after the x rays were performed. No impact to patient management or further impact to user safety was reported.